Event description:
Metal flakes came from this handpiece during a cataract extraction procedure.

Manufacturer narrative:
Sections a through f were completed by MFR. Date entered in section f.13 is date description of failure was received. Several attempts were made to contact initial reporter for additional info without success. Additionally, handpiece passed filter test.